Event description:
The customer reported that during transport inside the facility the iabp shutdown. The customer plugged the iabp into ac power and the iabp worked. The pt was switched to another iabp and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The company rep replaced the cable from the battery to the power supply (part number: (B)(4)). The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).